Event description:
It was reported that continuous glucose monitoring error occurred while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, confirmed error did not return, and then successfully started new sensor session.